Manufacturer narrative:
An event regarding crack/fracture involving an cutting edge impactor was reported. The event was confirmed. Device evaluation and results: visual inspection of returned device found that the handle was detached from the instrument and the strike plate was fractured along the threads. It was also noticed that the pellet was missing. Medical records received and evaluation: not performed as patient factors didn't contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: a visual inspection of the returned device was carried out by a material analysis engineer indicated that fracture consistent with overload. If additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During surgery, the customer was using the universal impactor. When hitting the device with a hammer, a piece broke off. This is a new device that was used approximately four times.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the customer was using the universal impactor. When hitting the device with a hammer, a piece broke off. This is a new device that was used approximately four times.